Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th may, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. During the periodic review it was found the cover was missing from camera. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. During the periodic inspection it was found the cover was missing from camera. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was found during periodic maintenance. The camera cover of the lucea 100 light head was found missing. There has been no further information on the circumstances of this incident, no photos showing the damages of the cover involved were provided. Mechanical shocks probably led to the rupture of one or several fixing tabs that may cause the detachment of the camera cover. To prevent any incident, the lucea instruction for use IFU 01741 mentions: ¿warning! Risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device.¿ the lucea instruction for use IFU 01741 also mentions: ¿check the lightheads for chipped paint, impact marks, any other damage, loose covers, etc.¿ during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).